Event description:
The customer has requested a review of alarm events for a specific time related to the bedside monitor. There was no report of failure of the bedside monitor. The patient is deceased.

Manufacturer narrative:
(B)(4). The reported description is a customer request of the central monitoring logs (alarm entries). The time of the incident was made known to philips. However, any further additional information was not provided. A review of the central alarm log entries from the cited bedside monitor reported to be associated with bed#556- did indicate that the bedside monitor was reporting several high priority alarms (v-tach, bradycardia, tachycardia, apnea, and asystole). Some of these alarms were silenced by the user at the networked central monitor. During the philips field service engineer visit to collect the alarm logs, it was noted that the cited bedside monitor was in operation at the customer site. The patient from the reported time of the event had been discharged from this monitor. The available information from this report does not support any systemic, design, or labeling problem associated with the cited bedside monitor. No further investigation or action is warranted.